Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The husband of a customer reported via phone call that the insulin pump alarmed battery out limit and customer is in the hospital with low blood glucose of 33 mg/dl/ troubleshooting assisted customer in clearing the alarm and setting the basal rates. Customer indicated that the high blood glucose may have been due to over bolusing.